Manufacturer narrative:
The device was received undeployed. The device completed first prime at 21 pulses and was deactivated at 31 pulses. A rotational sensor malfunction was observed in the data and caused first prime to end earlier than expected. This resulted in the needle not deploying when intended. Scratches and scrapes were observed on the commutator cap. It could not be confirmed if this contributed to the rotational sensor error. Contamination was observed on the commutator cap. It could not be confirmed if this contributed to the rotational sensor error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.